Event description:
Pt had a clot at the m1/m2 transition. The physician first placed the 070 neuron, but could not place it as high as it should have been due to pt anatomy. The physician then used the 032 system (psc032 and psc032) to recanalize the vessel. The physician observed the separator fractured and then placed a second separator which also fractured. She then decided to pull the entire 032 system back and replaced it with the 041 system. The 041 system allowed her to recanalize some of the vasculature.

Manufacturer narrative:
Technical evaluation: two 032 separators were returned. There was no way to tell the difference between the separators in ref to their lot numbers. One of the separators was returned with two broken proximal ends. In addition, the 032 catheter was returned with the balance of one of the separators lodged in it. The proximal end of one of the broken separators was in a small twisted knot inside the catheter and impossible to remove. The incident was confirmed as reported and the device failures seem to align with the physician's statement that she may have used the system with too much force. A DHR of this mfg lot has been reviewed.